Event description:
Review of x-rays by MFR did not reveal any obvious discontinuities in the ncp system. The entire explanted lead assembly was returned for analysis in two pieces. Visual inspection and electrical testing did not reveal any discontinuities.

Manufacturer narrative:
Available info does not indicate device malfunction as the cause of the reported high lead impedance condition; therefore, this event has been re-categorized as not reportable.

Event description:
Pt underwent revision surgery due to a broken lead. Both the and generator were replaced.it was reported that lead break was suspected,because device diagnostic testing at office visit three weeks earlier resulted in high lead impedance reading(dc-dc code 7 and limit).the elective replacement indicatior was no,ruling out generator battery end of life as a likely cause of the high lead impedance test result,it was reported that the pt had not experienced any recent injury or trauma that may have damaged the ncp system;however,treating physician did indicate that it was possible that the pt had manipulatd the device through the skin.lead discontiuity was reportedly confirmed via x-ray prior to revision surgery.the x-ray revealed that the lead was discontinuous at the level of the left clavicle and 1st and 2nd ribs.no adverse event was reported in conjunction with the apparent lead discontinuity.